Manufacturer narrative:
(B)(4). The recipient is reportedly no longer reporting pain at the implant site. The external visual inspection revealed that the electrode was severed prior to receipt as well as damage to the ceramic case, epoxy header, and fantail region. All of these anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical tests performed. This device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient is reportedly experiencing pain with and without device use. The recipient refused to wear the external equipment due to pain. Programming adjustment were made, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.